Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a open sigmoidectomy procedure, the blade had broken off outside the patient's body during use. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.